Manufacturer narrative:
H10 h3, h6 the reported device was received for evaluation. It was determined the device did not contribute to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection found the device returned with only t1. T2 had been cut and the rest of the suture were not returned. T1 was not deformed. There was a small crimp in the white depth gauge straw at the distal end. A functional evaluation found the device cycled as intended. A review of the customer provided image found a fast fix implant with the t1 and short section of suture in a separate bag. T2 was not imaged. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that may have contributed to the reported event include actuation prior to t2 reaching the backside of the meniscus or unintended use of excessive force upon tightening the suture knot. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair procedure using fast fix 360, the t2 implant fell off the meniscus. The t1 implant was removed from the patient with tweezers. The procedure was completed with non-significant surgical delay using a back up device. No further complications were reported.